Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The teflon pad is damage and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The event was caused partially or wholly by the user of the device including sample handling. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure harmonic ace was found to have broken blade. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of the tip was completely detached from the instrument, but no fragment fell into the patient. The instrument was inspected prior to use and showed no damage. The issue occurred during a dissecting task, and the surgeon believes the breakage was due to the instrument's quality. The instrument was in its first use, and no functionality issues were noticed during the procedure. There was no collision with other instruments or hard materials, and no photographic images or video recordings are available for review.